Event description:
During a follow-up, episodes of high pacing impedance and inadequate capture was observed on the right ventricular (rv) lead. Technical support was contacted and reprogramming was performed to resolve the event. The patient was in stable condition.